Event description:
The patient was revised because the poly yoke fractured.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A provided photograph confirmed the complaint. Previous investigations found the cause is attributed to design. Previous investigations found the ulnar bearing component to have a minimal chamfer that may lead to premature polyethylene wear at certain contact points. The premature wear causes the polyethylene to fail, which may lead to the potential for the locking pin to disassociate from the elbow assembly. A voluntary recall for the ulnar bearing components was initiated in 2005. In addition, a business decision was made to no longer market the elbow. A voluntary market withdrawal was also initiated for the other product codes of the acclaim elbow assembly. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.